Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 544 mg/dl. Customer blood glucose was 544 mg/dl and putting in 2u with syringe and blood glucose was okay and was up that night too. Customer stated that yesterday was fine and all night until last night. Customer stated that they may not have enough insulin to cover food in insulin pump as she needed to change reservoir. It was unknown whether the auto mode feature was active at the time of high blood glucose event. Customer declined for troubleshooting for high blood glucose. The device will not be returned for analysis.